Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the device returned with microcatheter. The broken sdw (stent delivery wire) was visible through the hub of the microcatheter. The stent was found to be deployed inside the microcatheter. It was removed together with sdw during the analysis of the microcatheter. The broken part of the sdw was found to be damaged. The other part of the sdw was not returned. The stent was found to be deformed. The stent broke during the analysis. The stent introducer sheath was not returned. During functional inspection, stent difficult/unable to transfer functional test was unable to perform as the stent was found to be deployed inside the microcatheter and sdw was found to broken/fractured inside the microcatheter. Sdw broken/fractured during use test was not applicable as it was confirmed during visual inspection. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to transfer could not be duplicated; however, the analysis results are consistent with the reported event. The reported sdw broken/fractured during use was confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on visual inspection. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patient¿s anatomy was described as 'moderately torturous'. The device was analyzed. The deployed stent and broken sdw were found to be stuck inside the microcatheter. The stent was found to be deformed. The sdw was found to be broken/fractured. The stent introducer sheath was not returned. It is probable that the moderately tortuous anatomy may have caused friction, damages to the device and the reported issues. An assignable cause of procedural factors will be assigned to the as reported ¿stent difficult/unable to transfer¿, as reported and as analyzed ¿sdw broken/fractured during use¿, and to the as analyzed ¿stent deployed prematurely during use¿, ¿stent deformed¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the anterior communicating artery aneurysm procedure, physician used a guidewire to bring the microcatheter to the distal parent vessel. Resistance was encountered while advancing the subject stent within the proximal of the microcatheter and the subject stent could not be advanced anymore. Physician withdrew the subject stent delivery wire, however while withdrawing the subject stent delivery wire fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the anterior communicating artery aneurysm procedure, physician used a guidewire to bring the microcatheter to the distal parent vessel. Resistance was encountered while advancing the subject stent within the proximal of the microcatheter and the subject stent could not be advanced anymore. Physician withdrew the subject stent delivery wire, however while withdrawing the subject stent delivery wire fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.